Manufacturer narrative:
Additional narrative: a product development evaluation was completed: examination of the returned instrument revealed that it is in good condition with some signs of wear and tear to the various parts of instrument. Additionally, the needle was completely detached. The depth gauge¿s needle has sheared off the returned device at the interface with the depth gage body. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of ø1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. Additionally, to further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history was performed and no complaint issues were found. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the probe portion of a depth gauge was found to be broken off after sterile processing. No patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date initially reported as (B)(6) 2014; however, date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.